Event description:
The facilty's biomed reported an infusion pump with a failure code 531. This report was noted during biomedical testing. The biomed stated that they have no record of any patient incident involving the pump since the last baxter service event.